Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not delivering properly; the customer programmed 5.0 unit boluses but only 1 or 2 drops would exit the tubing. The patient's blood glucose at the time of incident was 23.0 mmol/l. There were no alarms to indicate the delivery failure. The patient mentioned being hospitalized for a high blood glucose of 23.0 mmol/l, which increased to 28.0 mmol/l. The customer treated with multiple daily insulin injections. Troubleshooting was initiated for the high blood glucose. No apparent anomalies or damage were attributed to the pump. A high pressure test was performed and the pump failed. A second high pressure test occurred and the pump passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.